Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: broken observed on posterior side assessed as surgical impact opening (shell thickness was within specification) and missing shell assessed as inconclusive. Additional observations: wear abrasion observed. Creases were observed. Stress marks observed. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety/"fear of alcl"

Event description:
Patient reported left side capsular contracture baker grade ii and textured exchange due to "fear of alcl". Healthcare professional later reported left rupture discovered during explant. The device has been replaced.